Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received. The patient had something that pricked inside her. An ultrasound was requested, which was performed (B)(6). 2020. The radiologist indicated that everything is normal, the tubes are well placed and there is nothing inside or outside. Patient keeps saying that it bothers her, wants to do different test and reassessment.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient developed stoma site infection and pain. The patient was treated with antibiotics amoxicillin. On (B)(6) 2020, the antibiotic treatment was finished.